Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noisy signals. Technical services (ts) reviewed the device data and noted that in a stored episode, an appropriate shock was delivered, where the noise was not sensed. During an isometric test, noise was observed and intermittently marked by the device. Ts provided reprogramming recommendations and suggested performing a defibrillation threshold (dft) test for further evaluation. No adverse patient effects were reported. This rv lead remains in service.